Event description:
Patient has used these pen needles for 3 years without incident. One box in this lot contained numerous defective needles, which bent and did not prick a hole when the patient attached the needle to her lantus solostar pen. And, one needle bent and pricked a hole too large, causing solostar pen to leak, and pen must be discarded. Dose: patient uses 5 to 6 injections subcutaneously daily.